Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the intravenous (IV) was in place, taped and running the patient called the nurse to the bedside complaining of the IV leaking, the nurse went to adjust the hub to the IV tubing but then, the patient then complained of pain. The nurse found that the flexible catheter had broken off the hub in the patient vein. The patient was taken to surgery. The event occurred during use at the hospital, and the operator of the device was a health professional.

Manufacturer narrative:
H3 and h6 codes - updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.